Event description:
The user facility reports the instruments were in for repair and the customer was not happy with the repair. The tip broke while in contact with the patient. No patient injury reported.